Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred. Reportedly, the pump was on the user's bed while the user was in the shower. The user's blood glucose level was 221 mg/dl. It was reported that the temperature condition was 70 degrees. It was confirmed that the user had an alternate method of insulin delivery available.